Manufacturer narrative:
No delay or cancellation reported. The employee subject of the reported event sought and received medical treatment. Prior to the reported event, the v-pro max sterilization cycle completed successfully. The instrument pack was then placed into sterile storage. The employee handled the instrument pack and in the process obtained a burn. It is unknown by user facility personnel if the employee subject of the event was wearing proper ppe during the time of the reported event as stated in the operator manual. The v-pro max sterilizer operator manual states, (p. 2-1), "personal protective equipment including goggles or face shield and chemical-resistant gloves (barrier laminate, butyl rubber, nitrile rubber, neoprene rubber, polyvinyl chloride or viton®1). Ppe required per task varies depending upon hazards of the task". The operator manual states, (p. 3-2), "failure to thoroughly clean, rinse, and dry articles to be sterilized could result in an ineffective sterilization cycle". A steris service technician arrived onsite, inspected the sterilizer, and confirmed the unit was operating per specification; no repairs were required. The technician ran a test cycle and returned the v-pro max sterilizer back to service. Steris will offer in-service training on the proper use and operation of the v-pro max sterilizer. No additional issues were noted.

Event description:
The user facility reported an employee obtained a burn while handling an instrument pack that had been sterilized in a v-pro max sterilizer.

Manufacturer narrative:
Steris offered in-service training on the proper use and operation of the v-pro max sterilizer and the user facility declined the offer. No additional issues have been reported.